Event description:
Information received by medtronic indicated that the customer reported that the insulin pump was exposed to moisture. No harm requiring medical intervention was reported. Troubleshooting was performed but the home screen did not appear. The customer will discontinue using the device and the insulin pump will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The pump powered up properly after battery installation. The pump passed the displacement test and active current measurement. However, the pump had a high sleep current measurement. Pump error 75 alarm during self test. The pump was monitored for several hours and no blank display noted. Successfully downloaded history files and traces using thump. Power management graph was successfully generated. The loaded voltage (loaded vlith) and the unloaded voltage (unloaded vlith) display at the power graph management tool shows abnormal behavior. The pump trace download analysis confirmed the pump alarmed pump error 25 and pump error 75 alarm. No low battery alert, power loss alarm and replace battery alert/replace battery now alarm recorded in the formatted history file on the event date. Pump error 25 alarm was recorded and found in the formatted history file on: 11/10/2023 13:00:00.000, 11/10/2023 13:10:00.000, 11/10/2023 17:00:00.000, 11/10/2023 17:10:00.000. Pump error 75 alarm was recorded and found in the formatted history file on: 11/10/2023 13:22:48.000. Pump error 68 alarm was recorded and found in the formatted history file on: 08/28/2023 15:08:58.000. Pump error 49 alarm was recorded and found in the formatted history file on: 08/28/2023 15:08:58.000, 08/28/2023 15:11:31.000. Pump error 23 alarm was recorded and found in the formatted history file on: 08/28/2023 15:11:42.000. The pump was cut open to perform visual inspection and found corrosion on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Corrosion was also found on the battery tube assembly and battery tube spring noted. The original pcba 2 was cleaned, installed in a test pcba 1, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump failed the sleep current measurement. The original pcba 1 was cleaned, installed in a test pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump failed the sleep current measurement. A high sleep current measurement (unexpected battery power loss), pump error 25 alarm, pump error 75 alarm during self test, pump error 68 alarm, pump error 49 alarm and pump error 23 alarm were confirmed due to corrosion on the pcba 1 and pcba 2. Please see below for pump errors/alarms noted 1 week prior to the event date 28-aug-2023 in the formatted history file.  Lostsensor1alert (780) was recorded and found in the formatted history file on: 08/23/2023 07:09:00.000, 08/25/2023 12:04:00.000, 08/28/2023 01:09:00.000, 08/28/2023 01:44:00.000. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 230 mg/dl properly on the display graph. No lost sensor alert or unexpected sensor errors or anomalies were noted during testing. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked battery tube threads, a scratched case and a cracked case behind the pump near the battery tube compartment. Blank display was not confirmed. A high sleep current measurement (unexpected battery power loss), pump error 25 alarm, pump error 75 alarm during self test, pump error 68 alarm, pump error 49 alarm and pump error 23 alarm were confirmed due to corrosion on the pcba 1 and pcba 2. During visual inspection, corrosion was also found on the force sensor, motor assembly, vibrator assembly battery tube assembly and battery tube spring noted. Pump exposed to moisture was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.